Event description:
It was reported that the screen for this programmer was locked. The screen is unresponsive, patient's dialog is open however unable to press anything. The programmer was power-cycled and it started working as intended. The programmer was returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. It was confirmed the touchscreen was not responding to touch inputs; the touchscreen was replaced to resolve that issue. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. In addition to confirming the touchscreen issue, analysis also confirmed the clinically reported error codes stored in memory. Detailed analysis determined one of the error codes seen in the field was the result of a software issue. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case. A software update was implemented to mitigate future instances of this issue. Another of the error codes seen in the field was determined to have been seen before. A software update has also been released that is expected to mitigate this specific issue. Of note, for both of these issues, re-starting the programmer may clear the errors.